Manufacturer narrative:
(B)(4). Baha john tadros, john dabis, roy twyman. (2017) short-term outcome of unicompartmental knee arthroplasty in the octogenarian population .european society of sports traumatology, knee surgery, arthroscopy (esska) 2017 ,https://doi.org/10.1007/s00167-017-4639-y report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on review of a journal article, entitled "short-term outcome of unicompartmental knee arthroplasty in the octogenarian population", by tadros, bj (2017) this complaint refers to the reported two revisions due to progression of oa and malposition of components . (Table 4 in the journal)